Manufacturer narrative:
Evaluation of the returned device confirms that the fiberglass tube has been broken into two pieces, with the breakage occurring at approximately the middle of the shaft length. The broken profile exhibits signs of tearing of the fiberglass material. There are no signs of other damage on the device. This device was manufactured in 2006 (date code dj) and does show signs of normal wear and tear with some chipped paint and exposed fiberglass base material at the distal tip. Based on the evidence of the torn fiberglass material it is concluded that significant force was applied to the shaft in a bending direction causing the material to fail. This failure was likely caused by user error or may have been previously damage in routine handling/disinfection.

Event description:
It was reported that during a therapeutic procedure on a bladder cancer, the surgeon was performing a turv when the sheath broke inside the urethra leaving a piece 8cm long in the patient. It was impossible to retrieve the peace from the urethra endoscopically. The surgeon had to make an open surgery procedure to retrieve the piece.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Device has not been returned to the mfg.

Event description:
It was reported by olympus italy that during a therapeutic procedure on a bladder cancer, the surgeon was performing a turv when the sheath broke inside the urethra leaving a piece 8cm long in the paitient. It was impossible to retreive the peace from the urethra endoscopically. The surgeon had to make an open suregery procedure to retrieve the piece.